Event description:
The clinician reports the implant was inserted (B)(6) 2015 in the patient's mouth. Details of surgery: ridge augmentation. On 2023-11-08, loss of osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, bleeding and fistula. No further patient complications were reported.